Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve cracked. A piece of wire was inserted thru the crack on the sleeve. A possible cause of the damage found, could have been an interaction with other devices during the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a cracked sleeve. At the end of the procedure, when the surgeon tried to take out the retrieval bag, the wire of the bag got stuck in the trocar and crackled the trocar sleeve. Another like device was used to complete the procedure. There were no adverse consequences for the patient.